Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no non-conformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery the pin from the forceps broke off. The surgery was prolonged about ten (10) minutes. There was no information about the patient's condition received. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the complained forceps has shown that one prong is broken off as complained. The broken off part was not returned. The review of the production histories revealed that this instrument was manufactured in january 2014 according to the specifications. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Also the hardness was measured was found to be good. The broken surface is homogenous what indicates material conformity as well. Unfortunately the exact cause of failure cannot be determined; however the failure mode is consistent with a mechanical overloading. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no patient harm and all broken off pieces were removed from the patient. The surgery was successfully completed.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.